Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead experienced high impedance of greater than 3000 ohms. A new lead was implanted for pacing and sensing, and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.